Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Future explant date: (B)(6) 2022. Health effect: clinical code (B)(4): generalized illness. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 300cc mentor memorygel breast implant (left) and a 325cc mentor memorygel breast implant (right) experienced several unexplained systemic symptoms post procedure. Brain fog, memory loss, hair loss, and body pain were noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, an explant is planned for (B)(6) 2022. See 1645337-2022-08497 for contralateral prosthesis report.